Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample. The following information was provided by the initial reporter: translated to english. It is reported customer experienced poor barrier separation. Customer called requesting technical support on item 367986. Customer stated ¿I am wondering the time and speed of centrifuging this tube, because what is being said on the packaging insert is that the recommended speed is 1800rcf, when this speed is used, some of the tubes are not being spun out properly."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visually with no issues being identified. Additionally, 3 retention samples and 1 control were further evaluated for poor barrier separation. All 4 tubes were found to have good gel separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation of sample. The following information was provided by the initial reporter: translated to english. It is reported customer experienced poor barrier separation. Customer called requesting technical support on item#: 367986. Customer stated, ¿I am wondering the time and speed of centrifuging this tube, because what is being said on the packaging insert is that the recommended speed is 1800rcf, when this speed is used, some of the tubes are not being spun out properly."